Event description:
MFR rep reported a bilateral deep brain stimulation pt, with vim placement, presented with shocking in the left arm which appears to be caused by the left ipg. Pt recentely had a revision to check the lead and extension connection on the right ipg. Symptoms did not resolve, so the cause was isolated to the left ipg. Pt gets therapeutic relief from the stimulation but the "jolts" are still present chronically-they don't fade away (face and arm). No report of device explantation.